Manufacturer narrative:
It was reported that patient underwent repair of open vaginal incision and closure over mesh on (B)(6) 2011 due to mesh exposure. It was reported that patient underwent mesh removal on (B)(6) 2012 due to recurrent exposure. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(4) 2011 and a mesh was implanted concurrently with anterior colporrhaphy due to prolapsed bladder. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, bleeding. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.